Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. A review of provided patient x-rays confirms fracture of the posterior tine in-vivo. The investigation can draw no further conclusions with the limited information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
It was reported that the posterior end of the femoral stem fractured at approximately the distal 1/3 portion.